Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet zelantedvt was selected for a thrombectomy procedure. Aspiration was initiated inside the body for 22 seconds. However, an error message to check saline supply was displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with another zelante catheter. There were no patient complications and the patient's condition was fine.